Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing in the past week was not as good as before. There has been no report of trauma or accident. Further appointments with the surgeon and for troubleshooting will be scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reportedly could not hear as well as before, he had a cold and possibly also an ear infection. In addition, the child allegedly suffered a trauma and the device stopped working. However the reported trauma could not be confirmed.